Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during initial drain. This was the first time the hp was trying to use a patient line extension and they attached it after priming. The technical service representative (tsr) explains proper setup and had the home patient (hp) cycle the power for system error 2367 then again to clear alarms. The hp to setup with new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 alarm is confirmed due to the incomplete prime described by the patient, which can introduce air into the system and cause the alarm. The patient primed the disposable set prior to attaching the patient line extension, causing the incomplete prime.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.